Event description:
Reporter alleged obtaining discrepant blood glucose results of 62mg/dl back to back with a result of 481 mg/dl when testing was performed within 2-3 mins of each other on the advantage system. Reporter stated she retested on the same system and obtained results of 177, 181, and 446 mg/dl within 1-2 mins of each other. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and a replacement was sent.